Manufacturer narrative:
See mdr1920664-2007-01249 for the intraocular lens used with this delivery device.

Event description:
The haptic broke during the insertion of the lens into the patient's eye. The lens was removed and replaced.